Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device discarded, will not be returned.

Event description:
Patient tested >8.0 inr on the coaguchek xs system while a repeat using a different finger returned as 2.5 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent but customer reported the suspect strips were no longer available to return.